Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was subsequently removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that shock impedance measurements were greater than 200 ohms. Device data was reviewed and it was determined that the right atrial (ra) lead coild was the common element with increased impedance measurements. It was believed that there was a proximal coil fracture. An extraction procedure was to be performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection noted calcification on most of the proximal shocking coil. Resistance testing confirmed the electrical continuity of the proximal segment. Testing of the distal segment could not be performed due to a stylet being stuck in the lead. An x-ray revealed the lead was electrically continuous.

Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.